Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 34 mg/dl at time of incident. The customer declined to troubleshooting low blood glucose level. Customer treated their high blood glucose with food. Customer had not been using sensors. Customer also experienced high blood glucose. Customer was not using auto mode feature. The insulin pump will not be returned for analysis.